Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (haemorrhage). Evaluation conclusions: inherent risk of procedure ¿ (haemorrhage). (B)(4).

Event description:
During index procedure, the patient had 1 endeavor sprint drug-eluting stent implanted in the lad. Approximately 3 weeks post index procedure, patient was hospitalized suffering from rectal bleeding due to hemorrhoids. Investigator assessed that the event was not related to the study device.